Event description:
It was reported that the right ventricular lead exhibited high lead impedance; the lead was fractured. On (B)(6) 2017 the lead was capped and replaced. Patient did not experience any adverse consequences and was in stable condition.